Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/19/2023 it was reported by a distributor representative via sems that an ar-13995n scorpion needle tip broke during a case. This occurred during a rotator cuff repair during the suture passing. X-rays were taken to try to find the tip but it was found in the suction canister from the shaver. No patient affect.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, warning for scorpion products-to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid dry, repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.